Event description:
Patient reported left side ¿pain¿ ¿swelling¿, ¿a lot of other immune disorders¿, ¿have these been recalled I see information saying FDA has asked but what is allergen waiting for?¿, ¿implant up and attached to the muscle", ¿overall illness¿, ¿discomfort¿, ¿kidneys and other organs in area are failing¿, ¿left implant on outer side no full movement oh arm", "¿toxic bags erupt into a womens body¿, ¿toxic bagels removed but erupted¿, "the toxic sylicone is now in my body¿. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported experiencing pain swelling and a lot of other immune disorders. Have these been recalled I see information saying FDA has asked but what is allergen waiting for?? Deaths. I have felt horrible ever since these have been done. Also bilateral pain and an implant " up and attached to the muscle". My kidneys and other organs in area are failing. My right implant is encapsulated in my shoulder and experience numbness is right hand left implant on outer side no full movement oh arm. Patient additionally reported "toxic silicone is now in my body. Had the toxic bagels removed but erupted." This record is for the left side. Device has been explanted